Event description:
Pt had a charite artifical disc implant (depuy spine / acromed) 1/2005. Pt hyperextended in their chair in 2005, felt pop and immediate pain. Same day, pt went back to surgery. When implant dislocated, it fractured the anterior lip of the scaral endoplate; therefore, a revisio was not possible, but had to do a fusion.